Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a noisy image and abnormal colors. The event occurred during preparation for use for a therapeutic laparoscopic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of noisy image and abnormal colors was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of the insertion part (charged coupled device) and printed circuit board line damages. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of event of high image noise and abnormal colors: the cause of a component failure of the photosensitive system (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a noisy image and abnormal colors. The event occurred during preparation for use for a therapeutic laparoscopic procedure. There were no reports of patient harm associated with the event.